Event description:
It was reported that during a robotic prostatectomy procedure the device had a blue cartridge. On the first firing the device was inserted into the trocar, but the device was never fired. The device closed and it sounded like the knife was advancing; sounded like motor was running. The device was on tissue and the jaws would not open. They tried to open it, but it was locked out. The reverse button did not work, it was frozen. They used the da vinci to slide the tissue out of the jaws. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: sled movement, release button. The analysis found that one pse45a device was returned in good visual condition and with an ecr45b partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. Furthermore, the device was found to have the clamping mechanism damaged. The knife was returned to its home position and then the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device was disassembled to verify the condition of internal components the release button was noted to be damaged due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position.

Manufacturer narrative:
(B)(4). Additional information requested and received: per the report why did the reverse button not operate correctly upon initial lockout? This is the third device where the reverse button did not function. The tech was unable to activate the reverse button but was able to open the handle while the jaws remained closed. Upon receiving the device, reverse button was locked, I proceeded to close the handle, fire to force a lockout. The reverse button activated but was very difficult to push forward. The jaws did not open when the handle was released. I closed the handle again, fired, reverse button locked, and was able to open, handle jaws remained closed. Once I closed the handle again, the reverse button automatically activated without me touching the reverse button. The handle and jaws opened normally.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: post op when the sales rep received the device, the jaws were closed with the handle opened. The rep closed the handle and fired the stapler. The rep followed the procedure for opening the stapler. The stapler was opened. The rep closed and fired the stapler to lock it out. The reverse button was used; the handle opened but the jaws remained closed. The rep closed the handle again. The knife engaged without the rep touching it.